Manufacturer narrative:
Block d2b: additional pro code selection that applies to the indication of this device nhl, pjs.

Event description:
It was reported that the deep brain stimulation (dbs) patient had fallen and has since been unable to walk or put pressure by the implantable pulse generator (ipg) site. Additionally, there is a dome appearing at the ipg site where it appears that the ipg is coming out of the pocket site under the skin. Therefore, the patient was admitted to the hospital.